Event description:
It was reported that during a procedure, the laser system displayed an error indicative of a system malfunction. The system was no longer able to be utilized, and the procedure was aborted. There was no report of a pt injury; however, the MFR is filing this as surgical intervention due to the likelihood that the pt underwent an additional procedure or additional treatment as a result of incompletion of the case.

Manufacturer narrative:
Service is anticipated.